Event description:
The customer reported that he was hospitalized due to low blood glucose levels, with a reading of 26 mg/dl. The customer stated that his sensor glucose and blood glucose readings are consistently off. The customer does not feel safe using this product due to the large difference in readings. Offered the customer to try a replacement minilink. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the device showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The device was received with damaged cow catcher corners. Please see also MFR report numbers 3004209178-2012-86543 and 2032227-2012-05469.